Manufacturer narrative:
The user facility contacted steris to request in-service training of the proper use of their 4085 surgical table and corresponding accessories. During the training, steris was made aware of the reported event. The user facility personnel were able to stabilize the table and the procedure was completed successfully. Following notification of the event, a steris service technician inspected the table, and confirmed the table to be operating according to specification. The technician was informed that during the event, the user facility staff utilized an unknown accessory which was attached to the 4085 table. The technician was informed that the accessory was not manufactured by steris. The steris operating manual states on page 2-3 "steris recommends only using steris manufactured or distributed accessories with this table. Use of accessories not manufactured or approved by steris may not be compatible with this table and could result in injuries or equipment damage." The reported event appears to be due to improper patient positioning due to the use of the unknown accessory by user facility personnel. The positioning of the patient caused the table to become unstable due to the uneven distribution of the patient's weight. Steris performed in service training on the proper use and operation of the 4085 surgical table.

Event description:
The user facility reported their 4085 surgical table tipped during a patient procedure. No injury, procedural delay, or cancellation was reported.